Manufacturer narrative:
Device evaluation: the accuview graph from the study was returned for evaluation. The total time of the study was 48. Two hours after the study begun the ph dropped below 1.3 ph from 6.9 ph. Because information sent from the customer includes only accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before begging of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the study was reviewed and it appears that the capsule detached from the patient's esophagus early. A repeat procedure will be necessary due to the alleged device malfunction. No known adverse events were reported.